Event description:
The patient sought medical attention on (B)(6) 2025, due to low blood glucose (bg) levels after starting the pod on (B)(6) 2025. The visit lasted 6 hours. The patient experienced dysfunctionality, inability to walk well, and fell, hitting her neck. The patient's bg levels were at 47 mg/dl. Treatment included glucose gel in the ambulance, lab work, a computed tomography scan (CT) scan, and an electrocardiogram (EKG). The patient was using the pod in manual mode without a dexcom sensor and gave herself a correction bolus before bed. She has since switched to automated mode with a dexcom sensor. The agent will make 3 good faith attempts to collect further information, and if any information is unavailable, the reason must be documented. The patient is following up with her healthcare provider daily and has been advised on how the pod functions in automated mode.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: rp1a.200720.012.g975usqs6gui1. Smartphone hardware: sm-g975u. Cgm sensor type: unspecified. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.